Event description:
It was reported that the nurse was testing the device using a dressing when the handpiece exploded and broke down. At the same time the machine went off, a technician at the hospital noticed that the plug was loosely connected to the power at the time of the incident. The technician afterward tested versajet device with another handpiece that he had available and this time everything worked as it should. Noticed: these where test runs, no patient involved.

Manufacturer narrative:
We have now concluded our investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the reported failure method has been reviewed and found one other instance in the previous four years. The reported versajet handset assembly with batch 50764649, intended for use in treatment, was returned for evaluation. A visual inspection found that the hose was ruptured. A functional evaluation found that the jet tube filter had ruptured, establishing a relationship between the device and failure reported. This ruptured was caused by a build up of debris on the filter, this debris is rust. The rust comes from a build up at the device, which is present due to in-correct maintenance and cleaning routines. Correspondence also highlight that it was reported that the handset was incorrectly plugged into the device when it was switched on. The root cause was determined to be corrosion issues. The information for use and instruction manuals highlight the correct procedure when attaching and priming the versajet handsets, all users are advised to follow them each time a new handset is used.